Event description:
Caller states patient tested >8.0 inr on coaguchek xs system 1 and >8.0 inr on coaguchek xs system 2 while a comparison lab returned as 4.7 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 20182123, expiration date 12/31/2011). (B)(6).